Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error: improper implant size selection, using too long of an implant or placing the implant too deep.

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2019 where three implants were installed. The patient complained of radicular pain immediately after the procedure. The surgeon determined that the most superior positioned implant was impinging on the nerve root. In (B)(6) 2019, the surgeon performed a revision procedure where he removed the superior positioned implant and placed a shorter implant of the same type in a new position. No other preexisting implants were adjusted or removed. The status of the patient following the revision procedure is not known.